Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced crying, hallucination and depression when turning stimulation up. The patient was re-programmed and medication was decreased and it was stated that the issue was resolved without sequela on (B)(6) 2021. The etiology was listed as related to the device/therapy and not related to the implant procedure.